Manufacturer narrative:
(B)(4). Applicable imaging studies were returned to the manufacturer for evaluation. Ap and lateral films show l4-l5-s1 treated with tlif. Lateral view shows back out of l5 cage 60-70% into the canal. Fixation appears stable. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with lumbar spinal canal stenosis, underwent a transforaminal lumbar interbody fusion at l4-s using a medtronic cage with a competitor's spinal system. Approximately one week post op, a cage that was implanted between l5 and s backed out causing the patient lower limb pain. The surgeon commented that he did not apply sufficient compression forces because a pedicle was fractured during the procedure. It was reported that the patient underwent a revision surgery 3 weeks post op. No additional patient complications were reported.